Manufacturer narrative:
(B)(4). Information was not provided by the contact. Batch # = m92f7v. Additional information was requested and the following was obtained: was the device difficult to fire? After the first clip, it worked as expected the analysis results of the el5ml device found that it was received with excessive body fluids on shaft assembly, body, and jaws. In an attempt to replicate the reported incident, the instrument was tested for functionality. Upon evaluation the trigger was difficult to cycle; during the analysis, the device was cycled and it partially fed the first two clips due to the dried body fluids, resulting in two malformed clips; after the body fluids were removed, it fed and formed 2 conforming clips. The device locked out but the orange indicator was found undertraveled. Please note that this condition is unrelated with the reported incident. It is possible that the dried body fluids could have prevented to proper feeding of the clip into the jaw, which have caused the experienced firing condition. Accumulation of body fluids is a routine occurrence during surgical procedures and does not necessarily indicate a manufacturing defect in the device. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic hernia repair procedure, they were using this device on the first clip did not perform as expected. It was hard to get out from the clip applier. They could use the applier for the procedure. Surgery was prolonged five minutes. There were no adverse consequences for the patient.